Manufacturer narrative:
Patient code (B)(4) has been removed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the patient experienced a loss of therapy. Troubleshooting performed was reset of the ins. The cause of the event was not known. The event did not resolve.

Manufacturer narrative:
Device analysis for the ins revealed no significant anomalies. The ins was functionally okay. During analysis the complaint could not be duplicated. The medtronic data report that was obtained during check-in, did not show any pors. The ins passed bench and final functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the ins was replaced on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pors kept going after the patient saw their healthcare provider on (B)(6) 2019 after all of the troubleshooting. The patient was scheduled to have their device replaced. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that they were going to see the patient on (B)(6) 2019. When the manufacturer representative spoke to the patient, they reported that ¿it had gone wrong¿ a few more times, but could get it right/turn it on again with the patient programmer. The patient regularly saw the por message. A physician mode recharge (pmr) was performed. A watchdog timeout por was seen in the mdt data. The impedance measurements were with in normal range.

Manufacturer narrative:
Implanted in (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced a power on reset (por) message shortly after implant in (B)(6) 2018. The hcp interrogated the ins and noticed a 0 x 200 por. There were two pors 0 x 200 in (B)(6) 2019. It was noted that the patient owns an indication stove and has an induction hob, which has been in the house for some time now. On (B)(6) 2019 the patient contacted the clinic due to a 4th por report. The patient indicated that they have not been to large electrical sources, but that it often happens at home. It was further reported by the hcp on (B)(6) 2019 that the patient always sees only the por message and can restart it. The patient does not come by to have the hcp constantly measure them, but when they have the hcp has seen 0 x 200 before measuring. The patient has not been near MRI, roller coaster or transformation cottage. The patient works in landscaping but has never had this in all those years that they have been implanted (from 2009) until the current ins. The first 0 x 200 occurred when the ins was implanted and now there have been five possibly six reported. No further complications were reported or anticipated.

Manufacturer narrative:
Aware date 2019-08-06. If information is provided in the future, a supplemental report will be issued.